Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg, lead, and clik anchor were replaced per physician's preference. The patient was doing well postoperatively. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing pain in the lower back that radiated in the left buttock. It was also noted that the patient had two non-operational electrodes. The patient will undergo a revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain in the lower back that radiated in the left buttock. It was also noted that the patient had two non-operational electrodes. The patient will undergo a revision procedure.